Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a hospitalization for low blood glucose. He was at work one day and had low blood glucose while at a restaurant. He passed out and paramedics were called and took customer to the hospital. Customer's blood glucose when hospitalized was in the 20s mg/dl. He was treated with an IV, monitored, and released after a few hours. Customer stated he may have over bolused or may have been working too hard. He stated this happens about one to two times a year. He does not believe the insulin pump malfunctioned in anyway. Customer stated this event occurred a month of two ago. Nothing further reported.